Event description:
Patient was revised to address infection. Loosening of the stem was also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address infection. Loosening of the stem was also reported. Doi unk - dor (B)(6) 2012 (left hip). Update (B)(4) 2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. Patient is a bilateral patient. The patient was reimplanted on (B)(6) 2013. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4). Medical records were obtained but root cause not identified. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.